Manufacturer narrative:
Information unknown/asku. The device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, the customer did not provide it. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the iol (intraocular lens) was explanted because it dislocated, and the patient was experiencing blurry vision. Reportedly, the patient did not have a previous lasik procedure that might have affected the outcome of this procedure. Additionally, there were no debilitating symptoms reported. The replacement lens is the same model and diopter. There were no patient injuries such as capsule tear, incision enlargement, vitrectomy, or sutures. The explanted iol was discarded. No further information was provided.